Event description:
Customer called to report the pump had no delivery alarm. Troubleshooting was performed. Unit alarmed no delivery alarm again. Device was not dropped, bumped, or exposed to moisture.